Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for implantation. During procedure, the atrial lead exhibited noise artifact and failure to sense. The lead was not implanted and replaced by another lead near at hand on (B)(6) 2021. Patient condition was stable throughout.